Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated an open circuit was found on an active electrode so the patient was re-programmed so that electrode was no longer in use. The patient was no longer receiving an oor message. It was noted the patient's extensions were implicated in the issue, however the root cause was not determined. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient received an out of regulation (oor) message on their patient programmer. It was unknown if any environmental/external/patient factors led or contributed to the issue. A lead connection check (lcc) was performed over the phone with the results of "7 ok". The patient was scheduled to visit the rep to have their impedance tested and get re-programmed, if necessary. Additional information received from a rep indicated that the lcc test results were indicative of an open circuit. The oor had been seen twice so far. The issue was not resolved at the time of the report. A follow up appointment with the patient was planned. No patient symptoms or further complications were reported as a result of this event.